Manufacturer narrative:
The product was returned for review. Visual examination found small scratches on the lateral surfaces and the radiused shoulder of the implant. A blade cut extended from the articulating surface, close to the perimeter, down into the implant. Scuffing and some rough tears were observed on the articulating surface. The height of the device was within the post-sterilization value range. An evaluation of the diameter found the device to be slightly below the validated post-sterilization values. Based on the visual and dimensional observations of the returned device, no definitive conclusion could be drawn regarding the reported event. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
The patient underwent removal of the implant and was revised to a joint fusion.